Manufacturer narrative:
The customer from the united states obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for a 54-year-old male patient who has chronic heart failure and acute coronary syndrome. The initial result was reported to the physician(s), who did not question the results. The sample was repeated on the same atellica im analyzer, and the result was lower. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for a 54-year-old male patient who has chronic heart failure and acute coronary syndrome. The initial result was reported to the physician(s) who did not question the results. The sample was repeated on the same atellica im analyzer, and the result was lower. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
Initial MDR 2432235-2023-00116 was filed on may 24, 2023. Additional information ¿ july 21, 2023: a customer from the united states observed an elevated (>IFU 99th% 45 pg/ml) result on an atellica tnih for one patient that later repeated low/normal on the sample system and sample. A precision study of n = 5 was performed with 3 levels of quality control (qc) for tnih. The precision of level 3 was slightly elevated at 3.31% compared to the expectation of 2.9%. The customer service engineer went on site and performed a total service call. No system issues were found. The sample type was serum. It is recommended that this sample type be allowed to clot for at least 30 minutes prior to centrifugation to avoid fibrin causing preanalytical issues. The customer was unsure of how long the sample was allowed to clot. The sample was centrifuged using a stat spin protocol (3¿5 minutes @ 5600 rpm (2685g); the sample tube manufacturer bd recommendation is rcf(g) 1000¿1300 for 10 minutes. The customer was instructed to spin the samples longer. They have had no issues with tnih patient sample reproducibility since. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discrepant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.